Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. Measurements were then noted to have returned to normal limits in the 30 ohms range. Commanded shocks were delivered and shock impedance measurements were noted to be 38 ohms in triad, 44 ohms in ra to ra and 78 ohms in rv to can and ra to can. Boston scientific technical services (ts) discussed troubleshooting options. The lead programmed configuration was changed from triad to a single coil configuration. No additional adverse patient effects were reported. This product remains implanted and in service.